Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device would not deliver defibrillation energy. The cause of the reported issue was determined to be the white energy capacitor wire disconnected from the j18 spade connector. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During investigation stryker observed that the device would not deliver defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.